Event description:
Consumer states that she was using a heating pad on her side when she noticed smoke. Her back was burned, but did not require any medical attention.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is direct results of misuse/abuse of the product.